Manufacturer narrative:
The lift was evaluated visually and functionally. Visually: the bracket weldment used to attach the bottom of the boom to the top of the mast was bent approximately 35 degrees. The bracket weldment where the hanger assembly attaches to the boom was bent 35 degrees from the centerline. The attachment point where the actuator attaches to the mast was damaged. The attachment hole at the top of the actuator was found with an irregular circular opening suggesting stress on the hole. Hair was wrapped around all four casters. Functionally: the lift would not operate due to missing parts. The battery was missing but a know working battery was used to check the lift actuator -- it did not function. No conclusion can be made as to the cause of the event. Training or lack of training of the end-users can influence the balancing of patients on the lift. Equal distribution of body weight relative to the position of the lift base is needed for successful moves.

Event description:
The consumer was being lifted from the bed to a wheelchair. When the consumer was being lowered to the wheelchair, the lift allegedly began to bend and the weld, located where the actuator connects to lift, allegedly stretched. Three aides were present at the time of the alleged incident. No injury is alleged.

Manufacturer narrative:
(B)(4) - initial pr (B)(4) issued uf/importer report #1525712-2011-00369. Device, lift model #rpa450-1, serial #(B)(4) was returned for an evaluation. Product was approximately 8 years old at the time of the incident. Maintenance history is unknown. The nut came off of the mast-boom connecting bolt and the bolt backed out of the one side of the bracket. This bent the remaining side of the bracket. This incident is due to a lack of maintenance. Operator's guide has instructions on the proper and safe use of the product. The lift was evaluated visually and functionally. Visually: the bracket weldment used to attach the bottom of the boom to the top of the mast was bent approximately 35 degrees. The bracket weldment where the hanger assembly attaches to the boom was bent 35 degrees from the centerline. The attachment point where the actuator attaches to the mast was damaged. The attachment hole at the top of the actuator was found with an irregular circular opening suggesting stress on the hole. Hair was wrapped around all four casters. Functionally: the lift would not operate due to missing parts. The battery was missing but a know working battery was used to check the lift actuator -- it did not function. No conclusion can be made as to the cause of the event. Training or lack of training of the end-users can influence the balancing of patients on the lift. Equal distribution of body weight relative to the position of the lift base is needed for successful moves.

Event description:
The consumer was being lifted from the bed to a wheelchair. When the consumer was being lowered to the wheelchair, the lift allegedly began to bend and the weld, located where the actuator connects to lift, allegedly stretched. Three aides were present at the time of the alleged incident. No injury is alleged.